Event description:
Admitted to the hospital's critical care unit, with a diagnosis of diabetic ketoacidosis, in 2005. Prior to hospitalization, pt was feeling weak, nauseous, and dizzy. Additionally, pt reported experiencing rapid heartbeat and blurred vision. Pt sought treatment, at pt's endocrinologist's office, where pt's blood glucose measured "hhh." Pt's physician requested a complete blood count to rulte out pancreatitis, and send pt as a direct admit, to the hosp. Upon admittance, pt was treated with 4 mg morphine, intravenously, 2 tablets demerol, and imitrex (for migraine). Two hours later, pt was placed on an insulin IV. Pt was released the next day.